Event description:
It was reported that during a percutaneous coronary interventional treatment procedure, a device became stuck on the guide wire. The 100% stenosed target lesion was located in the distal left circumflex (cx) artery. The physician advanced a 2.5mmx15mm non bsc balloon catheter to predilate the lesion twice. The physician attempted to remove the balloon from the wire the balloon catheter got stuck on the 185cm pt2 guide wire. The physician was able to successfully remove the balloon and guide wire as a unit. The procedure was completed with a non-bsc guide wire. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)